Event description:
Customer stated hospitalization for high bgs. During troubleshooting it was noted that nothing exited. It was also noted that while the driver arms were in the closed position, the driver block was still able to move.